Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned package confirmed that the customer returned one used coaxial catheter of the mpis micropuncture transitionless access set. The device outer diameter of the catheter was within specification. However, the tip was noted to be frayed. When the sheath was locked together damage to the material on the metal cannula could be seen on the inner sheath that prevents the smooth removal of the dilator from the outer sheath. Additionally, a document based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, while reviewing the subassembly lots associated with the inner dilator, several nonconformances were noted. Those nonconformances were for surface defect inner catheter, difficult to wire, tip inadequate, and incorrect length. While three of these are potentially related to the reported failure mode, all affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to manufacturing during the tipping of the device. Retraining was issued to the assembler and inspector of affected departments. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, while preparing the micropuncture transitionless stiffened cannula access set prior to use, the physician felt something was wrong during the withdrawal of the dilator from the introducer. The device never made patient contact. Another device of the same type was used to successfully complete the unspecified procedure. Upon preliminary visual inspection of the micropuncture transitionless stiffened cannula access set by the manufacturer on 11/19/2018, surface damage was observed.